Manufacturer narrative:
Maida, f.d., oriti, f., grosso, a.a., sessa, f., paganelli, d. Et al. (2025). Step-by-step anatomical photovaporization of the prostate using 180-w xps greenlight laser: optimizing functional outcomes through energy modulation. Canadian journal of urology, 32(4), 283-292. Https://doi.org/10.32604/cju.2025.065984. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in the canadian journal of urology that a prospective, single-center study was conducted to evaluate the outcomes of patients treated with 180-w xps greenlight laser anatomical photovaporization of the prostate (apvp) for the management of benign prostatic hyperplasia (bph). A total of 176 patients underwent the apvp procedure between 2020 and 2023 at a tertiary care center. Following the procedure, postoperative complications and adverse events were reported, including: perioperative bleeding requiring transfusion in one patient, acute urinary retention requiring catheterization in three patients, and urethral stricture requiring surgical intervention (endoscopic urethrotomy) in one patient. No intraoperative complications were reported, and most complications were managed successfully with standard medical or procedural interventions.